Event description:
The device was implanted on 7/18/95. Revision surgery was performed on 12/16/96 to remove instrumentation, and repair incomplete fusion on pt's left side. Screws were noted to be loose at time of explant.